Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a defective relay on the pace/defib (pd) engine board. The pd engine board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib disabled, "defib fault 72" and an unknown "defib fault 82" error message. Complainant indicated that there was no patient involvement in the reported malfunction.